Event description:
The customer reported an error code was displayed, "station communication", on the cysto tower/table display. The system will not take x-rays. A pt was involved but not injured. The customer was able to complete the procedure.

Manufacturer narrative:
The svc rep found a defective (ps4) 5 vdc power supply at the top of the table tube assembly. The rep replaced the ps4 and collimator I/f assembly. The equipment was tested and is functional. He tested both assemblies with 8 system power / up, boots with fluoro with no errors. System functions as intended with no problems or errors.